Event description:
The report received from foreign country associated a cypher stent with a thrombotic event. The initial percutaneous coronary intervention was an emergency case secondary to acute myocardial infarction. The target lesion was in the saphenous vein graft of the left anterior descending coronary artery. The vessel was de novo and concentric with a type c classification. The lesion was 28mm long as 3.54mm in diameter. Pre-dilatation was not conducted. A cypher (3.0/33mm) was implanted at 16atm for 30 seconds. Post-dilatation was conducted with a balloon (4.5/8mm) at 16atm for 30 seconds. Intravascular ultrasound was conducted. The residual percentage of stenosis was zero. Timi flow before the procedure was 2 and 3 after the procedure. Act was not measured. Seventeen months after the index procedure, the patient complained of chest pain in the hospital and abnormal electrocardiogram was observed. Coronary angiogram was conducted and a thrombus was observed from the left main through the cypher. The thrombus was treated by aspiration and balloon angioplasty. According to the physician, the patient had risk factors (unspecified) and a history of drinking.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted within thirty days upon receipt.